Event description:
The hospital reported that the nosepiece of the invisigrip vein stripper broke off in the pt. An extra incision was made to remove the nose piece. The pt has recovered.

Manufacturer narrative:
In the initial report stated we will ask the physician for further info on the condition of the vessel or any other info he may be able to provide. The physician stated the vessel was not torturous. He has used this product many times without failure. The root cause of the tip detaching is unknown. The operators were made aware of this complaint and retraining was conducted as a preventive measure.